Event description:
It was reported that during removal with apparently minimal traction, the drainage catheter snapped. The pt had no undergo recurrence of his surgery to remove the catheter.

Manufacturer narrative:
The product was not returned. The device was unavailable for evaluation. There is no product for evaluation purposes. No conclusion can be drawn because no additional info or product has been received as of 10/31/97.